Event description:
On (B)(6) 2026, a facility representative reported via email that a patient underwent an ankle surgery in 2015 during which multiple implants, including screws, anchors, and plates, were used. The patient underwent a second procedure in 2016 to remove the screws. The prior surgeon informed the patient that the patient experienced an allergic reaction to the metal components of the implanted devices.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.